Manufacturer narrative:
Executive summary - updated. Lot/serial no - updated to reflect investigation finding. Although the lot number was reported as 724, this number does not match any lot number manufactured for the reported retriever. Therefore, a review of the device history record could not be performed because the correct lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Dissection is a known risk associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent a thrombectomy procedure with two retriever (subject device) followed by balloon angioplasty of the left interior carotid artery. It was reported that post procedure, dissection of the treated vessel was observed requiring placement of a stent. The patient was reported to have recovered. No further information is available.

Manufacturer narrative:
A total of two retrievers and a balloon were used during this procedure. This is report 1 of 3 for the reported event. Subject device is not available.

Event description:
The patient underwent a thrombectomy procedure with two retriever (subject device) followed by balloon angioplasty of the left interior carotid artery. It was reported that post procedure, dissection of the treated vessel was observed requiring placement of a stent. No further information is available.